Manufacturer narrative:
The mayfield swivel adaptor (a1018) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis & root cause - the evaluation of the device confirmed the reported condition. The swivel sleeve was seized onto the swivel body, and the swivel sleeve was replaced due to worn teeth. The washers and retaining rings were replaced due to wear along with general maintenance and cleaning. The unit needs repair, preventative maintenance and replacement of worn parts. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. The reported complaint was confirmed from the evaluation. The swivel sleeve is seized onto the swivel body. The evaluation showed that the washers and retaining rings, swivel sleeve teeth were worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00457. A facility reported that the mayfield swivel adaptor (a1018) does not swivel. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.